Event description:
There was an allegation of questionable pth assay results for one patient sample tested on a cobas pro sbl e 801 analyzer. On (B)(6) 2025: the initial result was 90 ng/ml. On (B)(6) 2025: the sample was repeated at another laboratory, generating a result of 50.9 ng/ml using a different method. On (B)(6) 2025: further repeat testings were conducted at multiple laboratories with aliquots from the same blood sample; one laboratory reported 70 ng/ml, another reported 38 ng/ml, and another reported 50 ng/ml. It was indicated that the results did not align with the clinical history of the patient.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.